Event description:
It was reported that during the device replacement procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 157 ohms. The physician was aware of the higher impedance for a longer period of time, the device was working fine and the patient received therapy multiple times. With the new implanted device, the impedances were still noted high at 147 ohms. The physician opted to not perform defibrillation threshold (dft) test as the patient received many appropriate shocks with the old measurements. All other measurements were within normal range. This lead currently remains in service. No adverse patient effects were reported.